Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels reaching 400 mg/dl. Customer had changed the infusion site multiple times, and stated elevated bg levels may be due to their site placement. Customer changed the site and delivered a bolus to bring bg levels back to target range. System check with tandem technical support was performed and the pump was functioning as intended.